Event description:
It was reported that the user experienced recurrent low glucose episodes after breakfast following meal announcements using the ilet bionic pancreas, with observed low blood glucose on recent mornings despite reporting usual or reduced meal sizes and no changes to a protein-based breakfast. Symptoms included hypoglycemia with a reported blood glucose nadir of 67mg/dl. Outcomes included self-treatment with oral glucose. Customer care provided a review of recent device data and user-reported meal announcement practices, along with coaching on interim strategies and ultimately directed the user to speak with a healthcare professional to discuss further. Investigation of this case revealed a likely mismatch between announced meal size and actual glycemic impact of the user¿s breakfast, contributing to postprandial insulin over-delivery and subsequent lows. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcements leading to hypoglycemia.